Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the posterior descending artery (pda). A 2.25x16mm taxus liberte stent delivery system (sds) was advanced but did not cross the lesion. During withdrawal, the stent dislodged at the mid right coronary artery (rca) and a balloon was used to crush the stent against the vessel wall. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).